Event description:
It was reported that the cine drive on the 9800 system was not recognized. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced and the software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.